Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
IV line was primed with saline and fluid given to the patient, then the line was clamped using the slide clamp. The report suggests that when user connected the blood bag to the set and unclamped the slide clamp, they noticed a leak from the clamp location. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.